Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and occipital neuralgia. The rep reported that the patient had pain at the ins site and the pain was there whether stimulation was on or off. The rep reported that the patient had the pain since implant and it got better but had always hurt. The rep reported that there were no signs of infection. The rep reported that when checking impedances on the day of the report that contact 15 had high impedances but wasn¿t being using in programming. The rep reported that the patient had occipital placement for headaches and hadn¿t had any headaches since trial and implant. The rep reported that a couple weeks prior to the report, the patient turned the ins off and still hadn¿t had any headaches. The rep reported that the course of action was to have the patient leave stimulation off for another couple of months and see if headaches return. The rep reported that if the headaches return and the patient wanted to keep using the system they may replace the ins with a smaller rechargeable but if headaches didn¿t come back, they may remove the system entirely. No further complications anticipated.